Event description:
The pt was hospitalized for evelvated blood glucose levels and dka.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a visible crack in the battery compartment and a damaged battery cap that could not be properly secured to the device. The pump user guide instructs that the battery cap must be replaced a minimum of once a year. Ther is no evidence that the battery cap was replaced by the user. The pump was evaluated using a replacement battery cap and was found to be operating within required specifications and delivery accuracy. The pump history indicated that pump use had been discontinued in 2007, therefore, the pt was not using the pump at the time of the hospitalization.